Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2022-42075. It was reported that the patient presented with an unspecified infection. The biventricular implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted, then replaced a week later. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the implantable cardioverter defibrillator (ICD). The ICD met specifications prior to leaving abbott manufacturing facilities. The ICD was returned for analysis. Interrogation of the device revealed normal function. The cause of infection could not be traced to the device.